Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is a prodisc c part number and lot number unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2012, the patient had a prodisc-c artificial disk placement at c4-c5. An x-ray taken four weeks post-op showed that the prodisc-c migrated and it is tilting forward. The surgeon elected to leave the implant since it appeared to have seeded and there was no risk for nerve damage. There is no planned revision operation. The patient was not reporting any pain or discomfort prior to x-ray although she does report crackling noises and irritation at the implant site. Postoperatively, the patient reports return of sensation on her right arm and allergic reactions. The patient reportedly experienced a severe allergic reaction including welts and angioedema on her face that started in (B)(6) 2013. In (B)(6) 2013, the patient had an allergic reaction where her tongue swelled up. It is unknown if medical attention was sought. The patient states she has been referred to an allergist who performed allergen testing except for titanium. After consulting with the implant surgeon the doctor suspects it could be the implant. The patient was informed by her doctors that there is no allergen test for titanium. Device remains implanted in patient and is not available for return. This complaint created to capture the post op migration of the prodisc c implant and the allergic reaction experienced by the patient. The patient is requesting guidance for allergen testing or samples. She would like a follow up in regards to the allergic reaction. She is not requesting a follow up for the plate migration. The synthes product engineering manager spoke with the patient on (B)(6) 2014. The patient asked if the engineer knew of a test for titanium which he told her that he did not know the specifics of any of the allergy testing but that he has spoken with patients and allergists in the past who have noted having been tested or did testing for titanium and was confident that there was a test for it. The engineer spoke with the patient again on (B)(6) 2014 and confirmed that the implant she was inquiring about was prodisc c and advised her that implant plate material is cobalt chrome but the surfaces of the end plates do have a titanium coating on them. The engineer also provided the patient his contact information in case her or her allergist had any questions or need the composition in writing. This report if for a prodisc c part number and lot number unknown. This is report 1 of 1 for (B)(4).